Event description:
Boston scientific received information that this pacemaker exhibited unexpected battery depletion. During a follow-up, this pacemaker was found to be at end of life (eol), when the previous follow-up indicated that two years were left. This pacemaker was replaced and will be returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared (eol) earlier than previously estimated.